Event description:
The reporter stated that following a surgical procedure during which the device was used, the pt had an infection. Integra has requested add'l clinical info from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.